Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unknown screws: 6.5 mm and 7.3 mm cannulated/unknown lot. Part and lot number are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of three (3) unknown cannulated screws due to cut out of the femoral head. The hardware came out successfully. The patient outcome was unknown. Concomitant devices reported: unknown washers (part# unknown, lot# unknown, quantity unknown), unknown guide wire (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This report is for one (1) unk - screws: 6.5 mm and 7.3 mm cannulated. This report is 3 of 3 for (B)(4).